Event description:
It was reported that there were air bubbles in the customer's resrevoir. The resrevoir had stored insulin at room temperature and the insulin pump was not rewound with the reservoir in place. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)